Manufacturer narrative:
No complaint was received with the return of the device; failure event observed during analysis. A partial connector portion of the lead measuring 27.1 cm was returned for analysis. External insulation abrasion was noted from 11.1 cm to 11.2 cm from the connector pin, consistent with friction against the pulse generator can. The etfe coating was intact at this location. All other damage found was sustained during surgical procedure.

Event description:
This report is to advise of an event observed during analysis.